Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6), the qc was acceptable. The field service engineer checked the sample foam detection (sfd) images and observed bubbles in the pipetting zone. The sample foam alarm was triggered when the sample showed bubbles in the pipetting zone of the needle. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs assay on a cobas e 801 analytical unit. Initial result: 10.8 ng/l. On (B)(6) 2026: repeat result: 4.93 ng/l.